Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were sticky and polarization of screen of the device. The blood glucose of the customer was unknown. Customer stated that battery life was diminished and device took longer time to rewind. The device will not be returned for analysis.